Event description:
The report received from the typhoon study indicated that approx thiry-two months after the index procedure the pt was hospitalized for a re-percutaneous coronary intervention (re-pci). No relationship of the event to the study device was reported.

Manufacturer narrative:
The index procedure started approx two hours after onset of the pt's symptoms. The target lesion was the mid right coronary artery (rca). The lesion was reported to be: vessel diameter 3.0 mm, 20mm in length, a total occlusion, type b2, eccentric, and irregular. The lesion was pre-dilated with a 3.0 x 20mm balloon at 12 atm. A bx sonic 3.0 x 23 mm bare-metal stent (bms) was implanted at 15atm. A satisfactory result was obtained. The stent was post-dilated with a 3.5 x 20 mm balloon at 20 atm. The flow pre-procedure was timi 0 and post-procedure timi 3 . The pt was discharged three days after the procedure without angina. The product is not available for evaluation and testing. Add'l info will be submitted within 30 days of receipt.